Event description:
It was reported the handpiece was used during a tonsil procedure. It was reported the hp052 was heating up in the surgeon's hand. They completed the case using the handpiece. There was no consequence to the pt.